Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney. (B)(4).

Event description:
Complaint description: the patient was revised to address loosening of the distal femur at the bone to implant interface. It was also stated that it appears that the sleeve did not ingrowth for long term stability, the construct broke at the stem/sleeve junction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient product photos have been provided for review (alert date: (B)(6) 2018). No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product no. 866468 lot no. D13072142 was manufactured on 26-jul-2013. 29 parts were manufactured per specification and all raw materials met specification.